Event description:
During the procedure, the physician tried to remove the working cannula and it broke. Medical intervention was required but was unsuccessful in removing the broken cannula from the pt.

Manufacturer narrative:
Product was not returned for investigation. Product was discarded. A review of the device history record did not reveal any anomaly related to the complaint. Prior to release of the lot, torque and tensile tests were performed. Torque and tensile test results for the lot met all specifications. Investigation revealed the physician was unable to reinsert the introducer stylet. The physician tried to remove the introducer and plastic handle broke off. Physician tried to remove the working cannula using vice grips, however, one piece could not be removed. (B)(4). Per updated info, pt is doing fine. The pt is pain free and has not required any add'l surgery.